Manufacturer narrative:
The reported premature battery depletion was not verified in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device experienced normal battery depletion.

Event description:
It was reported that the device was explanted due to early battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.